Event description:
The rotator broke during a left ventriculogram procedure. No harm or injury was reported. The customer reported three (3) devices defective, but has not provided any info or clinical details for the additional events. Therefore, this single form FDA 3500a report will be filed.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation/investigation. A follow-up report will be submitted when the evaluation is completed. Evaluation, conclusions: other, a follow-up report will be submitted when the evaluation is completed.